Event description:
The patient called to report that her blood glucose was 495 mg/dl. The patient was experiencing sweating, vomiting, sore muscles, chills, stomach cramps, head and neck aches, dry mouth and coughing. The paramedics were called for assistance, and they arrived shortly thereafter. Spoke with paramedics, and advised of patient's blood glucose reading. Found that the patient had been off the insulin pump for an hour prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.